Event description:
The pt's husband reported the up arrow button on the pt's insulin infusion device is working intermittently and is most noticeable when the pt tried to bolus. He stated the pt is visually impaired and relies on the device's beeps to know she is administering the correct bolus but when the button is not functioning, the device does not beep. He stated this has resulted in the pt having elevated blood glucose readings up to 550 mg/dl. He said he gave the pt insulin injections to correct her readings. He stated he would assist the pt in switching to her backup infusion device. On follow up, the pt's husband stated the pt was using the replacement device and her blood glucose readings have returned to her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.